Event description:
This product was used for demonstration purposes only. The product was never clinically applied. Reportedly, the instrument broke.

Event description:
This product was used for demonstration purposes only. The product was never clinically applied. Reportedly, the instrument broke.